Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor overinfused during patient use. The fill volume of 110 ml was infused over the course of five or six hours rather than 22 hours. The device was filled with a solution of 1080 mg 5-fluorouracil and saline. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. The reported condition of an overinfusion was not confirmed. Visual examination of the sample showed no signs of physical abnormality. An accuracy flow test was performed on the sample for 43.5 hours. At the end of the flow test period, the unit produced the following flow rates: calculated flow rate = 4.89 ml/hr, normalized flow rate = 5.01 ml/hr. Specification range = 4.50 - 5.50 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.